Event description:
The customer reported that the device is randomly losing power. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and during the software update, the device experienced a power issue and become unresponsive. Physio then replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. A conclusive component cause could not be determined when both pcb assemblies were further evaluated in the failure analysis center.